Manufacturer narrative:
Concomitant medical prdocut: 6947m55 lead; 419688 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted with loss of atrial sensing. High thresholds and diminished p-waves were measured. The lead remains in use. No patient complications have been reported as a result of this event.